Manufacturer narrative:
(B)(4). We are currently in the process of retrieving further information pertaining the incident and the complaint mr850 device. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) representative that a patient desaturated due to excessive condensation whilst connected to a mr850 respiratory heated humidifier and armstrong circuits (non f&p). No further patient consequences were reported.

Manufacturer narrative:
(B)(4). Updated 510(k) number. Following this complaint, we sought further information from the hospital. We neither received any answers back to our follow up questions, nor the subject mr850 humidifier for further investigation. Our analysis is accordingly based on the additional information provided by the hospital and our knowledge of the product. The subject mr850 humidifier remains at the hospital where the incident occurred. The hospital reported that the subject mr850 was connected with armstrong CPAP breathing circuit which are not recommended for use with fisher & paykel healthcare humidifiers. Conclusion: user error contributed to the event. The armstrong CPAP breathing circuit used with the mr850 humidifier are not approved for use with f&p products. Fisher & paykel healthcare warns against the use of third party components with our humidifiers. The interactions between the various components, namely the humidifier, the sensing probes, the chamber and the circuits are critical to ensuring safe and efficacious delivery of the therapy. Our user instructions that accompany the mr850 respiratory humidifier states: - the use of breathing circuits, chambers or other accessories which are not approved by fisher & paykel healthcare may impair performance or compromise safety. Condensate in the humidification system is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by a number of multiple set up and environmental factors, including use of third party breathing circuits not approved by f&p.

Event description:
A healthcare facility in UK reported via a fisher & paykel healthcare (f&p) representative that a patient desaturated due to excessive condensation whilst connected to a mr850 respiratory heated humidifier and armstrong circuits (non f&p) no further patient consequences were reported.